Event description:
Customer reported a family member received a negative result from cue covid-19 test cartridge pack, home & otc, on cartridge lot 19895e using reader (B)(4) from a test performed on (B)(6) 2021. On the same day, (B)(6) 2021, customer reported the same family member received a positive result from an antigen test. Customer also reported the same family member received a positive result from a sars-cov-2 pcr test taken on (B)(6) 2021.

Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and did not find any indications of cartridge mechanical issue. There were no error codes for the reported cue negative result. Retains of the cartridge lot were tested and yielded correct results. Retain testing could not duplicate customer complaint. Root cause was undetermined.